Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and leads were part of a system revision procedure due to infection; all products were explanted. The information was provided by the patient during a procedure to implant a new system at an alternate facility on a different date. No further details could be obtained related to the explant procedure. No additional adverse patient effects were reported.